Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the reservoir herniated into the patient's scrotum. The ipp was working well but the patient wanted the entire device to be removed and replaced. A new ipp was implanted. The patient had a good outcome with no further complications. No more information is available at the moment. Additional information will be provided if relevant information becomes available.